Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the micro oscillating saw was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
As this product was not returned for evaluation, the failure mode could not be confirmed. The product was not returned for evaluation.